Manufacturer narrative:
Carefusion file identifier: (B)(4). Any additional information provided by the customer will be included in a follow up report. (B)(4). Carefusion third party service technician was able to verify the customer's reported issue. Bench testing revealed a faulty analog board. The service technician replaced the analog board and unit passed all testing. This complaint was included in a two-year retrospective complaint review to assess MDR reportability compliance. This complaint was deemed to meet the requirements for MDR submission and is therefore being submitted to the FDA".

Event description:
The customer reported excessive leaking coming from inside model lap top ventilator 1200. At this time, it is unknown of any patient involvement associated with the reported issue.